Event description:
A customer reported that she dropped her freestyle libre reader and was unable to use it to monitor glucose. The customer experienced a loss of consciousness and paramedics were called. A blood glucose reading of 10 mg/dl was obtained on a healthcare meter and the customer was treated with glucose gel and IV glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial or lot number was not provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the fs libre reader and reported complaint and the review did not identify any trends that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she dropped her freestyle libre reader and was unable to use it to monitor glucose. The customer experienced a loss of consciousness and paramedics were called. A blood glucose reading of 10 mg/dl was obtained on a healthcare meter and customer was treated with glucose gel and IV glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.